Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study. A type iiia endoleak was reported on the day of the procedure. On (B)(6) 2021, this 77-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of an unmodified zta-p-32-201. Procedure imaging revealed patent device, no device issues, and a type iiia endoleak noted as ¿between distal part of preoperative thoraflex graft and proximal part of zta graft.¿ follow-up imaging on (B)(6) 2021 revealed patent device, no thrombus, no device issues, and no endoleak. Follow-up imaging on (B)(6) 2022 revealed the same. Patient outcome: the type iiia endoleak seen at the close of the procedure appears to have resolved spontaneously before the 1-month follow-up imaging. No further issues were reported through 12-months post-procedure. No adverse events have been entered.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: this complaint is opened to address a type 3a endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (1713). On (B)(6) 2021, a 77-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of an unmodified zta-p-32-201. Access was gained percutaneous through axillary (subclavian). Procedure imaging revealed patent device, no device issues, and a type iiia endoleak noted as ¿between distal part of preoperative thoraflex graft and proximal part of zta graft.¿ follow-up imaging on (B)(6) 2021 revealed patent device, no thrombus, no device issues, and no endoleak. Follow-up imaging on (B)(6) 2022 revealed the same. It is noted that the patient exited the study 716 days post procedure, as the patient expired. Cause of death is unknown. Review of the device history record gave no indication of the device being produced out of specification. According to the instruction for use ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair¿ which includes ¿iliac/femoral anatomy that is suitable for access with the required introduction systems¿ it is reported that access was gained through axillary artery (subclavian), this means that the zta complaint device must be implanted in reversed orientation and the proximal fixation barbs could not contribute to proximal fixation. This could potentially have contributed to the disconnection/incomplete seal between the already implanted thoraflex and the zta device. The patient death is assessed not to be related to the type 3a endoleak as the endoleak was resolved at 1 month follow-up and the patient expired 716 days post procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.